Manufacturer narrative:
The device sample was sent to the manufacturing site for evaluation. The results of the evaluation are not available at the time of this report.

Event description:
The event is described as: the clips fall out of the clip applier. No patient injury reported.